Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump finally powered up after several battery changes. The insulin pump had a blank display but the display returned after troubleshooting. In the alarm history an unexpected restart and external error alarms were found. The unexpected restart alarm was recurring during normal insulin pump use. The self-test passed. The device was not returned.